Event description:
Per the clinic, the patient experienced a decrease in performance and tinnitus. The results of an integrity test (B) (6), 2009 indicate a device failure. Explant and reimplantation is planned, but had not taken place at the time of this report july 29, 2009.

Manufacturer narrative:
(B) (4).